Event description:
It was reported that during routine device replacement the defibrillation threshold testing (dft) failed to convert ventricular fibrillation (vf) with two shocks. External defibrillation was performed which converted the rhythm to normal sinus. It was further reported that high voltage impedance for the dft induction was greater than 200 ohms for the first shock and 95 ohms for the second. The lead was disconnected and impedances measured > 4000 ohms with the analyzer cables. A lead fracture was confirmed. The lead was reinserted into the high voltage port and therapies were programmed off. A lead replacement has been scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 lead implanted: (B)(6) 2010; 4968-25 lead implanted: (B)(6) 2006; ddbb1d1 ICD implanted: (B)(6) 2014. (B)(4).